Event description:
It was reported that during a physician requested pacemaker check, the atrial lead exhibited high impedance upon initial interrogation. Patient had a history of high atrial lead impedances. Due to the advanced age of the patient no intervention was performed. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.